Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked (B)(6) 2024 during a CT enhancement exam on a patient, a small amount of blood and contrast fluid was found at the connection between the puncture needle and the tubing, and the indwelling needle was immediately replaced and the patient was re-punctured to continue to complete the exam.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.